Manufacturer narrative:
The customer¿s report that the tubing set had a hole and was leaking was confirmed. It was visually observed there was a tear in the silicone pump segment as received. The tear occurred just below the ring retainer of the upper fitment. No tool marks or crush marks were observed on the upper fitment near the tear damage. Closer inspection of the tear under a lab microscope observed the tear to be jagged. No functional testing could be performed due to the tear in the silicone pump segment and the obvious leaking that would occur. The root cause of the tear damage could not be determined.

Event description:
It was reported that the patient was ambulating in the medical/surgical unit hall during a lactated ringers infusion when the adult patient noticed that the tubing set had a hole and was leaking. The patient informed the rn where the hole was located on the IV tubing set. The rn noted that the hole was approximately half the size of the width of the tubing set and was located near the upper fitment. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult female.

Event description:
It was reported that the patient was ambulating in the medical/surgical unit hall during a lactated ringers infusion when the adult patient noticed that the tubing set had a hole and was leaking. The patient informed the rn where the hole was located on the IV tubing set. The rn noted that the hole was approximately half the size of the width of the tubing set and was located near the upper fitment. The customer further stated that there were no adverse effects caused to the patient from the event.